Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and multiple pump error alarm. The customer¿s blood glucose level was 400 mg/dl. It was reported that the customer had multiple pump error alarms. It was reported that the customer was able to clear alarm and self test was passed. It was reported that the customer declined troubleshooting for high blood glucose. It was unknown whether the customer was using auto mode. The devices will not be returned for analysis.